Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead triggered an alert for high out-of-range shock impedance measurements via the remote monitoring system. The physician contacted boston scientific technical services (ts) to review measurement history which was observed to trend upward gradually over time. The physician elected to continue following the patient remotely for the time being. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating high out-of-range shock impedances continued to be observed. The physician chose to test the rv lead with a low and high energy commanded shock. Shock impedance measurements for both shocks were observed within normal limits. The physician plans to continue following the patient remotely. No additional adverse patient effects were reported.